Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, patient: 1, inratio: 2.7, coagucheck: 3.7. Date: (B)(6) 2011, patient: 2, inratio: 1.9, coagucheck: 3.4. The customer is testing first on the coagucheck, and then using the same finger stick to test on the inratio2 meter. Customer also reports that the patients may be on heparin. No other patient information was provided.

Manufacturer narrative:
Investigation pending.